Event description:
A customer contacted baxter's technical service center to report her stomach feels too full with the homechoice machine in dwell 1. The home patient (hp) was experiencing abdominal discomfort, abdominal pain, abdominal distension, and abdominal bloating. The technical service rep (tsr) had the hp stop dwell and perform a manual drain with the machine. The machine would not drain any solution from the patient. The tsr had the hp cycle power to the machine and attempt a manual drain again. The hp was not able to do a manual drain with the machine. The tsr had the hp close all clamps, disconnect, and begin a manual drain using an ultrabag. The hp attempted to drain solution with an ultrabag. The hp was not able to drain any solution out of her body. The tsr had the hp contact a doctor, nurse, healthcare professional, or emergency room right away. The tsr assisted the hp to end therapy and urged the hp to contact someone for assistance draining solution out of her body. The drain volume at that time was 1918 ml and the total ultrafiltration (uf) was 2495 ml. The initial drain alarm is set at 1900 ml. Product surveillance will attempt a follow up with the home patient's primary nurse. If add'l info relevant to this report becomes available, a follow up MDR will be submitted.